Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Dropped/keypad spacing is wider- 11/26/2019 09:59:03 ian pfifer (ipfifer) *check in damage* no charge/ oob repair. There was no patient involvement. [No effect ] - though no product has been returned, this complaint has been assessed for hazardous situations and assigned the appropriate hazard type based on available information. Hazard types will be monitored on quarterly basis per 0207-002-000-swi product risk management released product, if trend signals are detected they will be escalated to risk management team for further evaluation.